Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced blood glucose levels as high as 700 mg/dl with high ketones. The suspected cause was due to the healthcare provider making adjustments to determine the correct settings on the pump. The customer delivered a bolus via the pump and a manual injection. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.